Manufacturer narrative:
(B)(4). Date sent: 3/1/2023. D4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation the needle breaks from its base during positioning in the operative area. The event is attributed by the surgeon to scar tissue. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Investigation summary: since this occurred in chile, there is no call home data available. Probe nm21ncc29053 (0 uses) was returned to neuwave. The probe's cannula was separated from the handle. No other damage was seen. The potential cause of the broken probe cannula was user handling, as explained in the complaint description. The surgeon stated the cannula was broken during positioning due to surrounding scar tissue. A search of nonconformities (ncs) was performed for lot ml21036160. There were no observed nonconformities for this lot.